Event description:
Caller states that he performed back to back tests on the same device within 10 minutes: 28mg/dl and 131mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.